Manufacturer narrative:
The 30-degree endoscope was analyzed, and the complaint was confirmed by failure analysis. The endoscope was visually inspected and found to have a missing screw on the endcap. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located near integrated connector of the endoscope cable. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, however the investigations have not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted procedure, the 30-degree endoscope had a missing screw that came out of the camera head base. Intuitive surgical, inc. (Isi) followed up and obtained additional information was obtained about the complaint. The instrument was inspected prior to use and no damage was noted. There was no other missing material. When removing instrument from abdomen resistance was felt. Once removed the instrument showed damage. The instrument did not collide with any other instrument or tool during the procedure. It is unsure if instrument damage was prior to insertion, thus unsure if fragment fell off inside patient anatomy. No fragment was found within abdomen when inspecting. It is unsure if the fragment was retained within the abdomen, thus unsure if it resulted in patient injury. X-ray was needed completed before closure which resulted in delay. Also, inspection of the instrument and inspection within the abdomen to try to find a fragment caused a delay in the procedure. The procedure was completed robotically.